Manufacturer narrative:
The customer¿s complaint of an over infusion was reproduced. Log analysis results: the customer provided an event date of (B)(6) 2021 at 1:07 pm. Review of the pcu error log showed no errors were recorded on the reported event date review of the pcu event log showed the pcu was powered on at 1:03 pm on the reported event date, same patient and same profile (medsurg/tele) was selected. At 1:05 pm, the suspect device was selected and programmed guardrail drug heparin (25000 unit/250 ml; drugid=209) to infuse at a calculated rate of 10.26 ml/hr (dose= 1026 unit/hr; vtbi= 150 ml). At 1:06 pm, the infusion was paused and restarted approximately 4 minutes later. Between 3:53 pm and 3:55 pm, the device alarmed twice for air in line. At 3:58 pm, the device was channeled off. At 4:02 pm, the pcu was powered off. Pvi= 27.889. The probable cause of the customer¿s complaint of an over infusion was believed to be the use of an unapproved third party manufactured mechanism assembly. Device history review: lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 04/23/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the technician that the nurse on the floor stated "the 8100 unit ran a free flow". The programmed infusion was set to infuse was heparin 25,000 units/250 ml, at a rate of 10.3 ml/hour, to a total volume to be infused of 122.1 ml. This infusion was started at 1307 and was running as the primary infusion. When the nurse went in to check the infusion, it was discovered that the infusion had completed at 1605, an air in line alarm was going off and it was noted that the bag was empty. No medication was given to counteract event due to patients diagnosis, per md. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, additional patient information not provided. The device has been received and an evaluation is pending.

Event description:
It was reported by the technician that the nurse on the floor stated "the 8100 unit ran a free flow". The programmed infusion was set to infuse was heparin 25,000 units/250 ml, at a rate of 10.3 ml/hour, to a total volume to be infused of 122.1 ml. This infusion was started at 1307 and was running as the primary infusion. When the nurse went in to check the infusion, it was discovered that the infusion had completed at 1605, an air in line alarm was going off and it was noted that the bag was empty. No medication was given to counteract event due to patients diagnosis, per md. No patient harm. Although requested, further information not provided.